Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, two reloads were unable to fire - handle could not be squeezed. The same thing happened when handle was replaced. Another device was used to resolve the issue in order to complete the case. There was no patient injury.